Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a crack formed in the unspecified bd¿ infusion set tubing and leaked out taxol during use. The following information was provided by the initial reporter: "received voice mail about a leaking set using taxol. The set was a 10010455. A precipitate was forming in the line and the tubing cracked and began to leak near the bag attachment."

Manufacturer narrative:
The following information has been updated/corrected: b.5. Describe event or problem: it was reported that a crack formed in the bd alaris pump module smartsite low sorbing infusion set and leaked out taxol during use. The following information was provided by the initial reporter: "received voice mail about a leaking set using taxol. The set was a 10010455. A precipitate was forming in the line and the tubing cracked and began to leak near the bag attachment." D.1. Medical device brand name: bd alaris pump module smartsite low sorbing infusion set d.1. Common device name: intravascular administration set d.2. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. D.2. Medical device type: fpa d.4. Medical device catalog #: 10010454. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. G.5. PMA/510(k)#: k944320 h.6 imdrf annex b code(s): b17 h.6 imdrf annex c code(s): c20 h.6 imdrf annex d code(s): d15 h.6 imdrf annex g code(s): g04134 h.6 investigation summary: a complaint of tubing cracking and leaking was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that a crack formed in the bd alaris pump module smartsite low sorbing infusion set and leaked out taxol during use. The following information was provided by the initial reporter: "received voice mail about a leaking set using taxol. The set was a 10010455. A precipitate was forming in the line and the tubing cracked and began to leak near the bag attachment."